Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the linear cutter with a black reload, one with seam guard, one without, when unloading the reload from the device the sled of the device came apart from the top of the load. The reload fired properly, staples formed, etc., this just happened when the scrub tech was unloading the reload. The case was completed with corresponding reloads. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the metal pan on the bottom of the cartridge become loose or separate from the cartridge? With both gst60t reloads, the metal pan came apart from the cartridge. The scrub tech is new and is not familiar with unloading the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the linear cutter with a black reload, one with seam guard, one without, when unloading the reload from the device the sled of the device came apart from the top of the load. The reload fired properly, staples formed, etc., this just happened when the scrub tech was unloading the reload. The case was completed with corresponding reloads. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the metal pan on the bottom of the cartridge become loose or separate from the cartridge? With both gst60t reloads, the metal pan came apart from the cartridge. The scrub tech is new and is not familiar with unloading the device.

Manufacturer narrative:
(B)(4). Additional information: batch: l55396. A batch record review was performed and no anomalies were found during the manufacturing process. Batch: l54m28; manufacturing date: 10/07/2014 07:11 pm; product exp. Date: 09/07/2019 07:11 pm. A batch record review was performed and no anomalies were found during the manufacturing process. Batch: l55c4z manufacturing date: 12/01/2014 08:55 pm product exp. Date: 11/01/2019 08:55 pm the device history records were reviewed and the manufacturing criteria were met prior to the release of the device. The analysis results showed that five cartridge reloads. The first cartridge, gst60g, l55396, was received fully fired in good conditions. The second and third cartridges gst60d, l54m28 were received fully fired in good conditions. The fourth and fifth cartridges gst60t, l55c4z, were received fully fired and with cartridge pan dislodged. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.